Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving saline (preservative free normal saline, phosphate buffered saline) with concentration 1.0 mg/ml at a dose rate of 0.0064 ml/day via an implantable pump for non-malignant pain. It was reported that the patient had fluid leaking from her spine and in her pump pocket after leaving her post op appointment. The event occurred during normal use. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated as being unknown. Diagnostic tests/troubleshooting performed was indicated as being unknown. Surgical intervention occurred. The physician added a purse string to the catheter in the patient¿s spine. He also added sutures to the pump pocket site to close the pocket (re-sutured the pump pocket). The pump and catheter remained implanted and in service. It was unknown if the issue was resolved. The patient was without injury regarding their status at the time of the report. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was requested but was unknown. It was noted that the hcp had no further information. No further patient complications have been reported as a result of this event.